Manufacturer narrative:
CAPA: no corrective or preventive action will be initiated. The events are expected for the restylane range of products. It is stated in the warning section in the instructions for use for the restylane range of products that the product should not be injected intravascularly. As for other injectable medical devices inadvertent injection into blood vessels could potentially lead to vascular occlusion, ischemia and necrosis. Manufacturer narrative: lot number was not reported. Trending on lot number or batch record review could not be performed. Pharmacovigilance comment: the serious events of vascular occlusion and necrosis at the implant site were considered expected and possibly related to the treatment. Serious criteria included the need for medical intervention with hyaluronidase in order to prevent permanent damage. This case meets the criteria of seriousness and causality for expedited reporting to the regulatory authorities. Additional comments: the device was not returned to send to the manufacturer for evaluation. (B)(4).

Event description:
(B)(4) is a spontaneous report sent on (B)(6) 2017 by a physician via a company employee which refers to a female patient of unknown age. The reporting physician was not the treating physician. No information was provided about the patient's medical history, concurrent diseases, concomitant medication, history of allergies or previous filler treatments. On an unknown date in 2017, the patient received treatment with an unspecified ha filler or restylane to lips (unknown lot number, amount, needle and injection technique). In (B)(6) 2017, the reporting physician had met the patient a couple of days prior to the initial report. The patient had started to get necrosis(implant site necrosis) in the lip after the product had been injected into a blood vessel. To dissolve the filler that blocked the blood supply(vascular occlusion) to the lip, the patient received hyalase [hyaluronidase]. At the time of the report, the outcome for the events was unknown. The reporting physician was contacted in order to clarify the product that was used in this case. The reporting physician did not want to be contacted anymore. Therefore, further follow-ups could not be performed and the case was compiled as a combined initial/final report.